Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit displayed a message that iabp may need maintainance. There was no harm or injury reported.

Event description:
It was reported that during routine check the cardiosave intra aortic balloon pump (iabp) displayed a bbia may need maintenance. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d8, d9, d10, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, health effect impact codes and investigation conclusions), h11. Corrected field: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the equipment was checked, and it was displaying the following message "bbia may need maintenance." The error logs were checked for details on the message in question. The equipment displayed error #37 fill fail - shuttle purge timeout in the logs, so several verification tests were performed. During the functionality tests, it did not displayed any error, but for safety, atmospheric calibration was performed again. The equipment was under testing for approximately 2 hours, while during this period it did not display the error message again and there were no failures. The equipment is compliant and released for use.